Event description:
Patient presented in-clinic after receiving inappropriate shocks and inappropriate anti-tachycardia pacing. X-ray imaging was performed and revealed the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Patient presented in-clinic after receiving inappropriate shocks and inappropriate anti-tachycardia pacing. Abbott technical support was contacted and noted episodes of noise resulting in oversensing. X-ray imaging was performed and revealed the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, noise, and inappropriate therapy. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported events of noise and inappropriate therapy were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead except for procedural damage.